Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced "decreased therapeutic benefit or presented with visible signs and/or symptoms of decreased therapeutic benefit." On (B)(6) 2011, it was reported that device troubleshooting was performed on (B)(6) 2011 and demonstrated "no flow through the cap" (catheter access port). The patient was given oral medication to manage the increased spasticity and itching until surgery. The patient was admitted to the hospital on (B)(6) 2011 to manage the withdrawal symptoms from itb (intrathecal baclofen therapy). On (B)(6) 2011, a catheter revision was performed; the catheter had rotated 90 degrees at the anchor kinking the catheter on the suture blocking the flow of baclofen. The hcp "freed it up" and then disconnected catheter at the pin connector; then had excellent flow. The patient was in inpatient rehab at the time of this report; they were titrating her dose to meet her needs.